Event description:
It was reported by the customer that a bd pyxis medstation 4000 system displayed a communication warning with the interface when trying to dispense medications for patients. The customer was not aware of any specific medication needed for any specific procedure. The customer added this malfunction caused a delay in dispensing the medication to the patient, also stated that there was patient harm affecting all patients in emergency room but was not aware of any specific discomfort caused. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, g2 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the communication warning with interface occurred due to the insufficient storage space. A technical support specialist mapped station d drive, deleted all temp files from d drive and restarted the station, further they ran clean disk script to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation 4000 system displayed a communication warning with the interface when trying to dispense medications for patients. The customer restarted the station and they were not aware of any specific medication needed for any specific procedure. The customer stated that there was patient harm affecting all patients in emergency room, but was not aware of any specific discomfort caused. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the communication warning with interface occurred due to the insufficient storage space.a technical support specialist mapped station d drive, deleted all files and restarted station, further they ran clean disk script in station to resolve.the system functioned as intended.